Event description:
Adult patient with fracture of left ankle had orif performed and during the procedure, a synthes k-wire(1.25 mm) was broken. The broken piece of wire could not be removed and was left in the patient's ankle.